Event description:
A manufacturer field service technician reported that the paint chips were missing from the device during testing. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing, there was no patient involvement and no delay to a surgical procedure. It was reported that during testing at the manufacturer facility the device overheated. There were no adverse consequences related to this event.